Event description:
One of the boxes was full of tampons without strings- tampax pocket radiant [device physical property issue]. Case narrative: consumer reported via email that the tampons did not have strings and were unusable. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.